Event description:
It was reported that hvb impedance readings were greater than 200 ohms after implant. When the lead was checked via analyzer, impedance was normal. Approximately one month later, the patient alert tone sounded due to hvb impedance greater than 200 ohms. The physician could not determine whether the high impedances were due to a device header issue or a lead fracture, so the device was explanted and the lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.